Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported no irrigation and no aspiration during a procedure. An advisory message displayed on the system. The cassette was replaced with another one and the procedure was completed with harm to the patient. The product sample is available. Additional information was requested; however, none has been received to date.

Manufacturer narrative:
This is the third complaint reported for this finished goods lot; however the first for this issue. A review of the device history record indicates the order was built to specification. The returned sample was visually and functionally tested and passed testing, no obstruction was found. The root cause of the customer's complaint could not be established; the returned sample met specifications. After a thorough investigation of this complaint, it has been determined that this sample met specifications; therefore, quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. The manufacturer internal reference number is: (B)(4).